Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted and was not returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.